Manufacturer narrative:
H10: additional narratives updated d4, h4, and h6 per new information received. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned that a 25mm aortic valve was explanted after an implant duration of 52 days due to endocarditis, with 3+ regurgitation and pvl. The explanted valve was replaced with a 23mm valved conduit. Per medical records the patient presented on (B)(4) with septic shock, mrsa bacteremia, bioprosthetic aortic valve endocarditis, lll pneumonia, acute renal failure and lower extremity weakness. CT confirmed an acute left medical occipital infarct. The patient underwent redo replacement of the ascending aorta, redo avr with aortic root replacement. Iabp was placed due to hemodynamic reasons. At the end of the procedure the valve was functioning perfectly. The patient was discharged to rehab in stable condition on (B)(4) after the redo procedure.

Manufacturer narrative:
Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process.

Event description:
Through implant patient registry it was learned that a 25mm aortic valve was explanted after an implant duration of 52 days due to unknown reasons. The explanted valve was replaced with a 23mm valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.